Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The needle assembly was returned attached to a syringe. There is blue liquid in the needle shield, on the needle hub assembly, and in the baggie that the sample was returned in. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Bd acknowledges that the returned sample has blue liquid in the needle shield, on the needle hub assembly, and in the baggie that the sample was returned in. However, as this product has seen additional handling where the blue liquid came from cannot be determined; therefore, a root cause cannot be determined. Bd acknowledges that the returned sample has blue liquid in the needle shield, on the needle hub assembly, and in the baggie that the sample was returned in. However, as this product has seen additional handling where the blue liquid came from cannot be determined; therefore, a root cause cannot be determined.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: blue fluid found inside needle.

Manufacturer narrative:
PMA/510(k)#: class I exempt. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: blue fluid found inside needle.